Manufacturer narrative:
(B)(4). Final analysis found the inner insulation had a small puncture at 56.5 cm from the end of connector pin. The body fluid entered the lead through the damaged area on the inner insulation. (B)(4).

Event description:
It was reported that post implant the right ventricular lead exhibited loss of capture. The pocket was re-opened; body fluid was observed in the lead. The lead was explanted and replaced. The patient's condition was stable post procedure.